Event description:
Catheter with new connectors placed 04/02. When dressing the catheter an "l" shaped crack, 3+3mm was observed from the seam between the wide and narrow part of the blue venous connector.